Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer stated that the main roller pump stopped during patient treatment. After restarting the pump, the pump worked normally. The device showed the error message "er01 fehl rom" in the log files. No known consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Field safety engineer were sent for investigation: the roller pump module was functioning properly. Preventively the control board has been replaced. Functional- and safety tests has been performed, the roller pump module is functioning properly. The failure could be reproduced during self test. Control module has been replaced, same failure could be reproduced. Odu resistance and connections has been measured, found ok. Thus the failure could not be confirmed. Most possible root cause could be determined as defective control board. Hl20 is in use again with new rpm. The control board has been requested for further investigation in our laboratory. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).